Manufacturer narrative:
Philips service replaced the hard disk spare part and reloaded the ghost, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc failed to boot; hdd replaced and ghost reloaded on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.